Event description:
The customer contacted heartsine to report that their device would not detect a patient impedance during a patient involved event. In this state the device would be inoperable and defibrillation therapy would not be available if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. Heartsine downloaded the device's memory log and was able to identify the reported event and confirmed the device continued to log ¿apply pads¿ prompts throughout the event, as an in-range patient impedance was not detected, as per the reported fault. Upon receipt at heartsine, the device underwent extensive testing of all critical functions, performing to specification throughout. The device was able to detect an in-range patient impedance and deliver shocks to specification. The device has been retained by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device would not detect a patient impedance during a patient involved event. In this state the device would be inoperable and defibrillation therapy would not be available if needed. The patient involved in the reported event is deceased.